Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer woke up on the morning of (B)(6) 2014 with a blood glucose of 300 mg/dl, so she gave herself a bolus of an unknown amount. At 11:30 am, the customer began vomiting. At 3:00 pm, the customer's mother took her to the emergency room. Her blood glucose level was 336 mg/dl upon arrival at the ER. The customer was admitted to the hospital where she was given fluids, potassium, and insulin. The customer was held overnight for observation and was released on (B)(6) 2014 at 3:00 pm. The customer's mother also reported that when the pod was removed, she noticed that the cannula was bent.